Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15459 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off during use events on (B)(6) 2024. Infusion set has been used for between 24-48 hours for all events. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.